Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to pocket erosion. The patient received a new system the following week. No further patient complications have been reported as a result of this event.